Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the mid-to distal-rca, the maxxum balloon ruptured at 12 atm's on the second inflation. The number of atm's of the first inflation is unknown. Minimal vessel tortuosity was noted, but details of the stent involvement were unclear. The patient was asymptomatic with this event. The ruptured product was removed and replaced with a guidant powersail 4.5 catheter. The facility disposed of the maxxum catheter. The procedure was successfully completed. The introducer sheath size is unknown. A guidant bmw guidewire and 8 fr jo guide catheter were used. Use of an inflation device was confirmed. No patient injury or procedural complications were reported. Patient status was reported as 'good'.